Event description:
During a phone conversation, the attending nurse indicated the patient experienced blistering and reaction to the catheter. She was unsure if this is a latex reaction...but reported swelling and blistering at the base or near the adhesion site.